Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this device delivered an electric shock. There is evidence suggesting that the device delivered therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Boston scientific technical services (ts) helped the health care professional (hcp) to program 3 therapy zones. The middle zone with one button detection enhancement (obde), per the medical doctor request. Several months later a review was requested for the device. The report showed abnormal thresholds and stored ventricular episodes as recent stored events and in range measurements. The review also showed rvr in af. A total of 8 shocks and one quick convert anti-tachycardia pacing (atp) were delivered in one event. There were also non sustained ventricular events stored. It was mentioned that the medical doctor plans to complete an ablation for this patient. No additional information was received from the field representative at a follow up. The device has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this device delivered an electric shock. There is evidence suggesting that the device delivered therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Boston scientific technical services (ts) helped the health care professional (hcp) to program 3 therapy zones. The middle zone with one button detection enhancement (obde), per the medical doctor request. Several months later a review was requested for the device. The report showed abnormal thresholds and stored ventricular episodes as recent stored events and in range measurements. The review also showed rvr in af. A total of 8 shocks and one quick convert anti-tachycardia pacing (atp) were delivered in one event. There were also non sustained ventricular events stored. It was mentioned that the medical doctor plans to complete an ablation for this patient. No additional information was received from the field representative at a follow up. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This investigation will be updated should pertinent further information be provided.

Event description:
It was reported that this device delivered an electric shock. There is evidence suggesting that the device delivered therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Boston scientific technical services (ts) helped the health care professional (hcp) to program 3 therapy zones. The middle zone with one button detection enhancement (obde), per the medical doctor request. Several months later a review was requested for the device. The report showed abnormal thresholds and stored ventricular episodes as recent stored events and in range measurements. The review also showed rvr in af. A total of 8 shocks and one quick convert anti-tachycardia pacing (atp) were delivered in one event. There were also non sustained ventricular events stored. It was mentioned that the medical doctor plans to complete an ablation for this patient. No additional information was received from the field representative at a follow up. The device has been explanted and returned for analysis. No additional adverse patient effects were reported.